Event description:
During a liver embolization procedure the microcatheter was advanced over the agility 14 microguidewire into the right hepatic artery under fluoroscopic guidance. Cannulation of the target vessel with the agility 14 microwire was unsuccessful and the decision was made to remove this guidewire and place a different microwire. In attempting to remove this guidewire from the microcatheter the distal end of the wire became dislodged from the main shaft of the guidewire and advanced into the mid right hepatic artery. A 3 mm alligator microsnare was then advanced through the microcatheter and the dislodged wire fragment was pulled into the microcatheter. The microcatheter was then pulled into the 4 french angiographic catheter and the entire system was removed through the groin sheath. Inspection of the catheters did not identify the wire fragment and fluoroscopy of the abdomen showed that the coiled wire fragment was lodged at the aortic bifurcation. A bentson wire was then reinserted through the sheath up to the point of the guidewire fragment under fluoroscopic guidance. The guidewire fragment was then seen to flow into the right external iliac artery. This guidewire was then removed and a wire snare was then advanced through the 4 french sheath and the 4 french sheath was partially retracted and the guidewire fragment snared into the sheath and removed intact. Procedure was completed without complications.